Event description:
It was reported that a patient from a clinical study (B)(4) reported activating a new pod on (B)(6) 2023 and on (B)(6) 2023 the patient's blood glucose (bg) level reached between 200 to 300 mg/dl with no other symptom. On (B)(6) 2023 the patient bg level rose to 320 to 360 mg/dl and by (B)(6) 2023 the pod had to be remove due to a low reservoir alarm. Upon deactivation, it was noticed that the cannula was not properly inserted into the skin and the adhesive was not secure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.